Manufacturer narrative:
Concomitant medical products: product ID 306001, lot# unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that the patient was in pain. They were advised to contact their clinician with questions regarding medical advice or if they had questions about their health. No diagnostics/troubleshooting was performed and no interventions/actions were taken. The issue was not resolved at the time of the report. They reported later that day they were told not to track bowel symptoms, but they had five of them in a 24 hour period, which was odd for them. They also stated their right lead came out last night along with blood and part of the bandage. They were stimulating the left lead, but they could not feel stimulation and if they increased the stimulation even a little bit, it would become painful. No adjustments were made because of this. The following day, they reported they had to turn off the stimulation while sleeping that morning because the stimulation was painfully sho oting down their legs. They were able to turn the stimulation back on and increase it to a comfortable level.